Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("left side pain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Events pelvic pain added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/you have gone to for the treatment') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("left side pain") and uterine disorder ("uterus was grumpy "). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the genital haemorrhage, pelvic pain and uterine disorder outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: the case 2019-223497 was found to be duplicate of case 2019-137904. All the information including reporters, reference numbers and source documents were transferred from deletion case to 2019-137904.the case 2020-056919 was found to be duplicate case 2019-137904. All the information including reporters, event "uterine disorder", reference section and source documents were transferred from deletion case 2020-056919. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: genital bleeding. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.